Manufacturer narrative:
The customer called back reporting that the issue was resolved. There was no further detail provided. The customer called back reporting that the issue was resolved.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a vent inop condition; air valve liftoff failure, post timer/24v failure.no patient involvement reported.